Event description:
Pt reported that 3 years ago they were hospitalized with high blood glucose (600 mg/dl). Pt was dehydrated and they gave themselves an insulin injection (5-10 units), then went to the ER. Pt was treated at hosp with additional insulin.